Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an electronic gas blender (egb) which showed an error message (e17, "defective power supply"). The event occurred during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
The electronic gas blender has been returned to the manufacturer: upon inspection, it was found that the measuring bridge, gas regulator, and front panel need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.